Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of thoracic aortic descending dissection. The proximal aorta was 32 mm in diameter and 200 mm in length. The shape of the aortic arch was elephant trunk like. There was minor vessel tortuosity. It was reported that during the index procedure, the physician had difficulty positioning the valiant device due to a 12 cm false lumen and a dissection at the subclavian artery. Five days post implant, the patient expired. The physician stated that the patient left the hospital with a perfect implant and no endoleak. An autopsy showed the implanted stent grafts in good condition with sufficient overlap. The false lumen had ruptured due to clotting of the dissection.

Manufacturer narrative:
(B)(4). Results: rupture. Pre-existing condition; pre-op dissection. Treating a dissection. Conclusion: rupture. Treating a dissection. Pre-existing condition; pre-op dissection.